Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they have experienced diabetic ketoacidosis six times and been on life support twice in the past. The customer stated that their blood glucose level go up in the middle of the night. The customer stated that they do not have issues with their insulin pump. The customer does not wear the sensors to warn them about their escalating blood glucose levels. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.